Manufacturer narrative:
The customer's test strips were returned. A visual inspection of the vial and test strips showed no defects. The returned test strips were measured on reference meters with a high level control sample. Test results (qc target range 2.4 - 3.0 inr): qc 1 2.7 inr, qc 2 2.7 inr, qc 3 2.7 inr. All inr values were within the specified target ranges. No error messages occurred. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 11:05 the meter result was 7.0 inr. At 14:00 the laboratory result was 4.63 inr. At 14:15 the meter result was 7.5 inr. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation of an adverse event. The customer did state that their fingertip was squeezed to gain more blood.